Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump trace download analysis confirmed the power error 25 power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error 25, power loss alarm, due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
It was reported that the insulin pump had a replace battery alarm. Customer¿s blood glucose value was 75 mg/dl at the time of incident. Customer¿s blood glucose value was 135 mg/dl. Customer stated that the insulin pump did receive a low battery alert prior to the replace battery alert. Customer stated that this was not the second occurrence of replace battery alert in less than 8 hours after a low battery warning. The device will return for the analysis.